Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl. The customer¿s other blood glucose level was 217, 242, 362, 255, 290, 350 mg/dl. The customer state that the reservoir and the battery compartment was damaged and the reservoir lip ring was able to lock in place. The device will not be returned fir the analysis.